Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The battery compartment is broken, and two stabilizers are missing. Replaced main board, battery compartment. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the battery coil missing and burning smell when turned on. There was unknown patient involvement and unknown patient harm.